Event description:
It was reported to ge that the right front wheel on the collimator cart fell off as the tech was moving the cart (with collimators) toward the gantry. No injury was reported; the cart did not fall over. The screw holding the wheel assembly appears to have loosened. The unit was repaired. The cart with collimators weighs approx. 535 lbs.